Manufacturer narrative:
Section b1, h6 (device code): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 9.6 watts were recorded throughout the log file between on (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. A specific cause for the changes in pump parameters cannot be conclusively determined. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The hmii lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis observed transient elevations in power and flow on (B)(6) 2020. The highest recorded power event was 9.6 watts / flow 11.3lpm on (B)(6) 2020 and was associated with a pi event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) values and gastrointestinal bleeding (gi). It was reported that the gi bleed was confirmed. Diagnostic tests performed were an egd (esophagogastroduodenoscopy), colonoscopy, and a capsule study. No identified sources of bleeding were found but there was significant blood in the colon. Symptoms of the patient were dark, tarry stool. The treatment was octreotide, packed red blood cells, and supportive care. It was unknown if there was a non-device related cause of the hemolysis. The diagnostic test results were an elevated ldh. Treatment was heparin and warfarin. There was no plan of care at that time for hemolysis. No further information was provided.